Manufacturer narrative:
(B)(4). A follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the arterial catheter was placed on (B)(6) 2010. On (B)(6) 2010, it was noticed that the device had a crack in it. As a result, it was exchanged from the patient. There was no delay in treatment, no patient death and no patient complications reported. Additional information received on (B)(6) 2010, from the sales representative stated the crack was noticed in the catheter itself, not in the flange. Blood and fluid were leaking at the time this was discovered. A normal saline bag was connected to the catheter via pressurized tubing. The approximate rate of flow is 3-5 ml/hour. The site was cleaned with chlorhexidine scrubs and isopropyl alcohol.